Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. There were no anomalies found. It was noted that there was body tissue in the distal electrode, the overlay tubing was breached melted, and there was apparent explant damage. The analyst noted that no "crimping" of the lead was noted throughout the length of the lead. The overlay tubing is melted at 15cm. (B)(4).

Event description:
It was reported that during the 4-week post-operative check, it was noted that there was intermittent capture on the right ventricular (rv) lead and a drop in r wave sensing. Dislodgement was suspected. During the revision it was noted that there were imperfections in the insulation of the lead and it appeared that the lead was crimped proximal to the bifurcation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.